Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the plastic tip came off the delivery system while preparing the device to intubate the patient. The customer confirmed the delivery system came apart. The study will be repeated due to the malfunction. The device will be returned for investigation, there was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: the bravo capsule was received for evaluation. The visual inspection found that the safety clip was misplaced. During the investigation, it was noticed that the plastic tip came off the delivery system. Per the sample received, it could not be reliably determined from the investigation what was the cause for the safety clip being misplaced from the delivery system. Corrected information: (evaluation code-method, evaluation code-result, evaluation code-conclusion) .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.